Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
This is a report of a patient who experienced an infection and subsequently died coincident with peritoneal dialysis (pd) therapy. The patient had an unspecified infection, was not able to eat and was very ill. The cause of death was cardiac failure and an unspecified infection. It was reported that the patient could no longer tolerate any further surgery. It was reported that the patient was performing hemodialysis (start date, indication for treatment not reported). It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.